Event description:
Patient discharged home on amoxicillin and levofloxacin. On (B)(6) 2019, resolved with sequela (continued antibioitics).

Manufacturer narrative:
Section b5: additional info.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was presented to clinic on (B)(6) 2019 and was noted to have drainage around sternal wound site; warfarin was held. Wound culture was positive for chronic open angle glaucoma (coag) negative staph. Patient was scheduled for readmission on (B)(6) 2019 for incision and drainage (I&d) due to ongoing sternal wound infection; patient remained on levofloxacin 250mg and amoxicillin 875mg. Patient was taken to the operating room (or) on (B)(6) 2019 for I&d and vacuum assisted closure (vac) dressing for better healing placed on cefepime and vancomycin (vanco) per infectious disease (ID); peripherally inserted central catheter was planned to be placed prior to discharge. Gentamicin laden beads were placed at time of I&d for management of gram negative device infection; vancomycin was to be discontinued and start daptomycin 500mg. On (B)(6) 2019, patient had minimal serosanguineous drainage in vac container. Cultures remained no growth to date (ngtd) as of (B)(6) 2019. No further information was provided.